Manufacturer narrative:
Tech asked account to clean and lubricate the ball screw assembly for the hi/low or replace it. Account cleaned and lubricated the ball screw assembly and that has resolved the issue.

Event description:
Account alleges the hi/low will slowly drift down overnight. There was no reported injury or incident.